Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, via surgical cutdown for subclavian access, a valvuloplasty was performed. A boston scientific amplatz super stiff guidewire and a cook 18 fr introducer were used. During the valvuloplasty the introducer moved upwards and needed to be repositioned. Following the valvuloplasty, the patient's blood pressure was slow to recover. After two-thirds deployment of the valve a loss of cardiac output was observed. Echocardiogram results revealed immobile blood in the right atrium, and angiogram results showed no pericardial bleeding. Cardiopulmonary resuscitation (CPR) was initiated, followed by surgery via sternotomy. The sternotomy revealed a dissection of the left ventricle, which the implanters attributed to the repositioning maneuver of the introducer, that resulted in the patient's death. N/a this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).